Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012709258 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, a knotted array was observed on the spiral array segment. The pcba chip was reprogrammed for functional testing. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. In conclusion, the reported array know was confirmed through analysis. The loop catheter failed the returned product inspection due to the array knot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation, a small knot was observed at the distal end of the pulse select catheter when it was withdrawn at the end of the case. The catheter, introducer, and guide wire were withdrawn without problems. The patient was under general anesthesia, and the case was completed. No symptoms, complications, adverse events, injuries, infections, irregularities, or deaths were reported. No patient complications have been reported as a result of this event.